Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing thresholds. The patient underwent surgical intervention to remove the device. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.